Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm at time of implant is unknown. Vessel morphology is severely tortuous. It was reported that iliac limb had migrated due to the patient's disease progression resulting in the dilation of the left iliac artery. The left iliac limb lost its seal and moved into the aneurysm sac. It was reported that at the time of the initial implant of the stent graft system, the limb was only placed approximately 1.5 cm into the iliac artery due to the patient's very tortuous segment of the iliac artery. The physician elected to treat the patient with a 18 x 24 x 8.5 flared iliac limb and the flared iliac limb achieved a good seal. No additional clinical sequelae were reported and the patient is fine.